Manufacturer narrative:
No product has been returned for evaluation. Information received does not indicate that nuvasive product malfunctioned. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..." No product returned.

Event description:
On (B)(6) 2019, patient underwent a transforanimal lumbar interbody fusion procedure with a posterior spinal fusion at l5/s levels. Patient experienced a vf during the procedure. Wound was closed and cardiac massage was performed. As per reporter the patient condition became stable and was transferred to another hospital facility.